Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a recharger telemetry module (rtm) failure, the no device found message was seen intermittently. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they are having trouble with recharging the implant since nov 2021. Patient reported when they try to charge the implant, it will charge for a little bit then they get message to call mdt, and that happens repeatedly and they have to reset controller. Patient stated they will charge for 1hr and then it will stop charging. Patient stated the message they get is m04, m03 but she can't remember exactly. Patient services (ps) asked patient to reset the controller, after resetting the controller is charging when plug into the outlet and green light flashing. Ps asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated the paddle gets hot and the cord and paddle area seem discolored, gray. Patient stated she see a pain management doctor but does not have the doctor name. The issue was not resolved. An email was sent to the repair department to replace the recharger device. No symptoms or patient complications were reported.